Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates that the atrial short term histograms do not show any sign of af occurring over the 5 days previous to the interrogate. There are no logged mode switch or ventricular high rate episodes, so there is no stored egm to look analyze. There is evidence in the save to disk of a successful acm test on (B)(6) 2010. This test would not be successful if the patient was in af.

Event description:
It was reported that the atrial lead appeared to pick up signals but it looked like the atrium was almost electrically inactive. No capture was observed at 7.5 volts but the impedance was normal and stable. The customer wanted to know if the patient was in atrial fibrillation and the device did not see it due to poor position of the atrial lead, or if the atrium was electrically inactive. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.